Event description:
It was reported that during a robotic procedure, the device's cartridge was pushed out of the device until it was being held by the end of the device and did not fall into the pt. The cartridge was able to be pulled out of the trocar without it falling into the pt. Another device was used to complete the procedure. There was no adverse consequence to the pt. The account is holding the device since it almost fell out into the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.